Event description:
It was reported that the right ventricular (rv) lead was capped and replaced on (B)(6) 2017. No further information is available at this time. Additional details have been requested.

Event description:
New information received states that rv lead was replaced due to high threshold and impedance. Patient condition was stable during and post procedure.